Event description:
It was reported that a user experienced loss of dexcom g7 glucose readings to the ilet and believed the sensor had been stopped, after which the user re-entered the pairing code and chose to wait rather than replace the sensor. Symptoms included anticipated interruption of automated insulin dosing due to unavailable cgm data. Outcomes included temporary loss of dosing automation. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet with no confirmed device malfunction of the ilet. It was concluded that the event was related to cgm pairing and signal loss, and that continued monitoring after re-pairing was appropriate.